Manufacturer narrative:
(B)(4). In the event that additional information is received, a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr went onsite and duplicated the reported issue. During testing, a transducer fault was found. The main board was replaced and the unit works to service specifications.

Event description:
It was reported that the ventilator was being tested utilizing a test lung and the unit started to alarm low peak inspiratory pressure (pip) and it was noticed that the test lung was no longer filling up. There was no flow coming from the ventilator. The poppet, sensor, and exhalation body valve were all switched and this did not resolve the reported issue. There was no patient involvement.